Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. It was also noted in the pump history that the pump battery was rapidly depleting. There was no impact to the customer's blood glucose levels. A replacement usb cable was sent to the customer. It was indicated that current pump would continue to be used for diabetes management.